Manufacturer narrative:
The lead was explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and oversensing due to a lead fracture that was confirmed via a chest x-ray. It was noted that the fracture was likely due to subclavian crush. Surgical intervention was performed to explant the lead. Upon extraction, it was found that this lead was fractured at the point the leads left the pocket and went into the subclavian vein. It was noted that the lead had appeared to enter into the periosteum of the first rib and then reentered the vein. No adverse patient effects were reported and the lead was successfully replaced without incident.